Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 40 mg/dl. Reportedly, due to the customer¿s digestion issues a larger bolus was delivered to address a bg of approximately 300 mg/dl. The contact ¿did not realize¿ the bolus would be too large for the customer¿s digestion needs. Contact confirmed the pump functioned as intended. Customer ate fast acting carbohydrates to address bg. Recommendation was made to consult with health care provider regarding diabetes management.